Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp)traces of blood were found in the pim module. There were no known patient injuries.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d8, d9, d10, e2, e3, f14, g1, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, health effect ¿ impact codes) , h11 . A getinge field service engineer (fse) reported that the unit failed the all manifolds test. The fse replaced the reel (0012-00-1688-22), however the unit has been removed from service. If any further information is provided, the investigation will be reopened and processed accordingly. Parent ID reference: (B)(6).

Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp) traces of blood were found in the pim module. There was no patient involvement.